Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion test. No motor communication error alarm or failed battery test alarm anomaly noted during testing. The insulin pump was unable to perform the occlusion and no delivery tests due to prime anomaly. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer's mother reported that they received motor communication error alarm. The customer's blood glucose was 390 mg/dl at the time of incident. The customer's mother stated that the bolus amount was recorded in the bolus history. The customer's mother stated that a temporary basal was not programmed before the alarm occurred. The customer's mother mentioned failed battery test alarm. The customer's mother declined failed battery test alarm. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.